Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products and associated with mdrs # 125714-2013-00651, 1225714-2013-00653, 1225714-2013-00654.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2007 after use of the product and was resuscitated. He experienced another cardiovascular event (B)(6) 2007 after the use of the product and subsequently expired.